Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information: the procedure was a lap resection, the tissue was very thick, and it was difficult to see once the surgeon had the device inside the patient. The surgeon tried to close the handle but advised that he was unable to. The surgeon persisted and when he pushed on, the top retaining pin broke. Unable to confirm whether the pin was stuck inside the device or if it fell inside the patient. Jjm rep advised that they had a look but unable to see the pin anywhere. The device was very bloody at this stage therefore unable to clearly see if the pin was stuck in the device. The procedure was then converted to open and a 2nd dissection was done at the thinner surrounding tissue with a 2nd device same like device, this was completed successfully with no product issue. Note that the patient has had previous surgery (unknown what the specific surgery was) but the patient was left with lots of adhesion which makes this procedure more difficult. The surgeon also had difficulty planning the plane to dissect due to the adhesion and anatomy. The procedure took approx. 6hrs to complete. Additional information was requested, and the following was received: what were the indications for surgery? Lar, flexible sigmoidoscopy & liver biopsy. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Was the procedure a total lap or hand assisted? If total lap, how was the contour device introduced? Started lap converted to open to due adhesions & poor visibility of the tissue planes. Did the conversion to open happen before or after the contour was used? Procedure started lap and was very complex, surgeon converted to open to complete the necessary tissue dissection. Was the reason to open allegedly related to the contour device or were there other factors? The reason to open was due to the complexity of the procedure and anatomy. When was the staple retaining cap removed? Yes in the sterile field. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Very difficult to see ¿ access was very tight. Was the device difficult to close? Yes very difficult. The tissue was too thick. Was the device closed and repositioned multiple times prior to firing? Yes multiple times as the surgeon was finding it difficult to get the correct angle. Was the device difficult to fire? Device did not fire with the first device. Device was removed more tissue dissection completed and the 2nd device fired perfectly. Was the distal transection completed in one or multiple firings? One firing. Can more information be provided about staple form? Surgeon was happy and completed the necessary visual and surgical checks. What is the current status of the patient? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the prof. Was using the contour device in lar - very thick tissue. Device jammed and pin was possibly broken. The surgery was delayed by 15-minutes. A new device was used.